Event description:
It was reported that during brain tumorectomy, the tip was broken. It was also reported that there were no additional interventions performed, no fragments left inside the patient and the procedure was completed with backup products. On follow up, it was confirmed with the health care professional that there was no patient or staff impact and also no delay.

Manufacturer narrative:
H3: product analysis: complaint: evaluation determined that the tip of tool broke off during tumorectomy. There is also discoloration of some sort on the rest of the tool, maybe from some other chemical material contact. The most likely cause of fracture was excessive force/ pressure when using the tool; it seems like it was used in an prying motion, which likely caused the tip of tool to break off. B3: date of event or estimated date of incident not provided to manufacturer this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.